Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe insulin 0.5ml 31ga 8mm w10 self would not aspirate. This was discovered during use. The following information was provided by the initial reporter: customer report: when trying to aspirate insulin with the syringe, like every day, I notice that this does not happen. Tried a couple more times and then the syringe was changed.